Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a frayed cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made follow-up attempt to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a frayed cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. Common causes of this failure mode are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Additionally, the instrument was found with thermal damage at the yaw pulley. Black char marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced. Root cause is attributed to mishandling/misuse. The electrical continuity test still passed and there was no insulation damage observed to the conductor wire. The complaint regarding a frayed cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is reportable due to the following: failure analysis found the fenestrated bipolar forceps instrument had thermal damage on the bipolar yaw pulley and signs of charring was observed. While there was no harm or injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.